Event description:
The patient presented with increased spasticity and drug withdrawal symptoms. An x-ray showed a possible severed catheter. This was confirmed during the catheter revision surgery. The catheter was severed just proximal to the anchor. The old proximal piece of catheter was removed and a new piece was implanted. The hcp noted good csf flow prior to the pump reconnection. The patient recovered from the catheter revision without sequela. The drug contained in the patient's pump was compounded baclofen (500 mcg/ml) delivering an unknown daily dose.